Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set cannula was missing event on (B)(6) 2026 when she pulled out the site. The patient experienced high blood glucose 500mg/dl and treated with correction bolus via pump. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.